Event description:
In this event it was reported a patient has been experiencing a sore throat since having a root canal filled with guttacore; the outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
While it is unknown if the device if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.